Event description:
It was reported that the patient presented to the hospital for a generator changeout procedure, experiencing discomfort due to pocket pain. During the procedure, the right atrial (ra) lead was noted to knot significantly. The skin pocket was revised extensively to eliminate protrusion at the incision site due to scar tissue. The pacemaker was explanted and replaced on (B)(6) 2025 while the ra lead was freed and remained implanted. The patient was in stable condition.

Manufacturer narrative:
The product was returned and the visual inspection was normal. Device interrogation, preliminary test results and longevity assessment were acceptable. No anomalies were noted.